Event description:
It was reported that during a da vinci-assisted general ventral hernia surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) reported a recoverable fault when trying to flip the endoscope between up and down. The isi csr also stated that the universal surgical manipulators (usm) seemed reversed. The isi technical support engineer (tse) viewed system event logs and noted error 23003 pointing to usm2 axis 4 (possible bearing issue). The tse asked the csr if they were able to reseat the endoscope and inspect roll axis. The csr stated that they ended up undocking and then re-docking the system to resolve the issue. The customer was proceeding with the procedure and completed the case as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the alleged endoscope flipping issue, an investigation was completed to determine the cause of this reported event. From available information provided during troubleshooting, the reported issue was addressed via phone support. The customer undocked then re-docked the system to resolve the issue. No onsite visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.